Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain, cloudy pd fluids, vomiting and fever. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the event. The same day as diagnosis the patient was treated with intraperitoneal (ip) cefazolin 1g daily, for two days and ip fortam 1g daily, for two days. Two days after diagnosis, the patient began treatment with ip tienam 0.5 (units not reported), (02 jar), daily and ip amikacin 0.5 (unit is not reported), (1/2 jar) daily for the peritonitis. Two days after initiation, tienam and amikacin were discontinued. The same day, it was reported the patient was not responding to treatment; therefore, the pd catheter was indicated to be removed. At the time of this report the patient was not recovered from this peritonitis event. The patient was discharged four days after admission. One day prior to receipt of this report, the patient discontinued dianeal therapies. No additional information is available.